Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, a 26mm sapien 3 ultra resilia valve was successfully deployed in the aortic position via right-side transfemoral approach. The inflation device was not fully retracted back and locked; approximately 2cc was left in the syringe. The 26mm commander delivery system was being withdrawn when it met resistance with the esheath+. The delivery system was retracted through the sheath before the inflation balloon was fully deflated, resulting in the balloon tearing. The delivery system and sheath were then withdrawn as one unit while wire access was maintained. There were no missing balloon pieces. Upon removal of the devices, the sheath liner was "wrinkled like an accordion" approximately 1cm in length at the distal end. Perclose was used successfully. Angiogram then showed a dissection at the right common femoral artery. A surgeon conducted open repair to fix the dissection. It was believed that the dissection was due to the balloon not being fully deflated upon removal because of the balloon tear.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: corrected h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The sheath liner delamination reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences engineering summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The 14fr esheath+ was discarded and not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the engineering summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. The sheath liner delamination was unable to be confirmed due to unavailability of the device/relevant procedural imagery. Available information suggests procedural factors (withdrawal of altered balloon profile) likely contributed to the event. Withdrawal of a delivery system with an altered balloon profile (burst/torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.